Event description:
Event description boston scientific, crm received information that this guidewire fractured/separated during a pre-clinical implant study performed in a canine model. The broken wire could not be retrieved from the animal.